Event description:
It was reported, the pt currently does not have stimulation and the ipg is unable to communicate with the charging system and programmer. The pt had stimulation approximately one month ago and last charged the ipg about three months ago. The pt will consult with the physician regarding ipg replacement at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.